Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels between 300-400 (mg/dl) and ketones for a couple of weeks. Customer used insulin injections to treat bg levels and reverted to insulin injections for insulin therapy on (B)(6) 2016. Customer indicated that bg levels have returned to target range. Customer did not indicate if and when they would resume pump therapy. Recommendation was made to consult with health care provider to discuss diabetes management.